Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a previous preparation to magnetic resonance imaging (MRI) procedure, high, out of range (oor) pacing impedances were observed for the right atrial (ra) lead. The impedance values had been oor since a couple months ago. The ra lead remains in service at this time. No adverse patient effects were reported. Additional information from the field representative mentioned that the MRI was cancelled, and the patient was told to go back to the cardiologist to discuss the lead. The field representative was unfamiliar with the following physician, but no changes were made to the device at the MRI procedure. The ra lead remains in service. No adverse patient effects were reported.